Manufacturer narrative:
The report was incorrectly filed on with cfn number 2031642. In this report the cfn number is corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP devices sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturers investigation is ongoing. A follow-up report will be submitted when the manufacturers investigation is complete.